Event description:
It was reported that this patient had developed an infection and this electrode was surgically abandoned. This is considered a serious injury as surgical intervention was required. No additional adverse events were reported.